Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray catalog # 141233 lot # j3506997, vanguard cr femoral component catalog # 183008 lot # 33550, biomet series a standard patella catalog # 184766 lot # 049600, cement bone simplex catalog # 6191-1-001 lot # rcv037, cement bone simplex catalog # 6191-1-001 lot # rjv119, unknown catalog # unknown lot # 808860. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-02466, 0001825034-2018-02467, 0001825034-2018-02472. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient suffered pain, stiffness, hypertension & cold sensation in the knee. There was a popping noise in the knee with burning sensation. The patient has reported difficulty in walking without a walker or a cane.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 4 years post implantation due to chronic pain, cold sensation, hypertension, stiffness and swelling in the knee. The patient also experienced a popping noise in the knee with burning sensation. The patient reported difficulty due to hyper extension and cannot walk without a walker. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The additional information received does not change any previously reported investigation results.

Event description:
No additional information is made available at this time.

Manufacturer narrative:
The complaint cannot be confirmed based as no medical records were provided. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.